Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This report is being submitted as part of a retrospective review per CAPA 686868. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the customer experienced sensor glucose vs. Blood glucose. Customer's sensor glucose value was 46 mg/dl while blood glucose value was 153 mg/dl at the time of the incident. Customer mentioned blood at site and was not bleeding at the time of the call. The event involved product(s) mmt-7020la. The troubleshooting was performed and insulin delivery was not suspended due to sensor glucose vs. Blood glucose difference. No further patient complications were reported. No product return is required for mmt-7020la.